Event description:
It was reported that the patient's system was removed due to infection. No patient symptoms or outcome was reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the emergency room with an active infection. Patient symptoms included pain, swelling, and drainage in the lower part of the incision. The electrode and both extensions were explanted. The hcp reported the patient outcome as 'recovered without sequelas'. Device registration system indicates the entire device system was explanted and later replaced. A follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received indicated the neurostimulator was explanted first on (B)(6) 2010 followed by the lead and extensions on (B)(6) 2010 per the hcp standard of care. The new system was implanted on (B)(6) 2008.

Manufacturer narrative:
Clarification received regarding device explant dates.